Event description:
Reporting status: serious injury. Reporting rationale: restenosis, requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported via a trial that a 2.5 x 23 mm xience v stent was deployed in the mod rca in 2008. Approx two and a half months later, the patient developed chest pain and went to the emergency room. The patient was noted to have st depression, and peak troponin 0.142. The next day, revascularization was done and another xience v stent was deployed in the rca just proximal to the previously implanted 2.5 x 23 mm xience v. The patient was discharged home with an adjustment to his anti-hypertensive medication. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - angina and stenosis, as listed in the xience v IFU are known adverse events associated with coronary stenting. These known patient effects are not necessarily an indication of a product quality issue. As there was no reported device malfunction, there does not appear to be any indications of a product quality problem. In this case, it is likely that the angina elevated enzymes and EKG/ECG changes are a secondary effect of the stenosis which required ptci and hospitalization. However, a conclusive root cause for the reported patient effects, and the relationship to the device, if any, cannot be determined.